Manufacturer narrative:
The suspected pump was returned for evaluation. Visual inspection and functional testing was carried out. Upon visual inspection cracks were found on dso seal. Event history log review showed the problem occurred 7 times. Uso (upstream occlusion) sensor passed functional test. Reported problem could not be duplicated. The probable cause could not be determined. Dso seal replaced. Device passed all functional testing and pvt tests within specification and with no failures

Event description:
It was reported that the cadd-solis pump kit had upstream occlusion. Upon investigation a crack in the dso seal was noted, which may have led to fluid ingress into the pump during infusion. This might interrupt patient therapy if it were to recur. There was no patient involvement, and no patient harm reported.